Manufacturer narrative:
The initial reported event of infection/erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. The lead was previously on a legal hold and this report is being submitted solely to provide analysis results. Concomitant medical products: 694965 lead implanted: (B)(6) 2006; 419488 lead implanted: (B)(6) 2006. Evaluation summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reported event of infection/erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. The lead was previously on a legal hold and this report is being submitted solely to provide analysis results. No further patient complications have been reported as a result of this event.